Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that an abg ii with ceramic/ceramic was implanted into the pt in 2004. Due to squeaking the cup was revised on (B)(6) 2007. In (B)(6) 2010, the stem broke and was revised on (B)(6) 2010.